Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified mid right coronary artery (rca). The 2.00x15mm apex balloon ruptured at 12 atms on the second inflation. The device was removed intact. The procedure was completed with different unspecified device. No patient complications were reported and patient status is good.